Event description:
Circuit would not pass the ventilator leak test.

Manufacturer narrative:
Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.